Manufacturer narrative:
On december 4, 2025, mentor became aware that the patient also suffered left side breast pain and underwent bilateral replacement surgery with serial numbers (B)(6) on the right side, and with (B)(6) on the left side on (B)(6) 2025. Reason for device explant and/or reoperation: left rupture, breast cyst, breast mass, and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent primary breast augmentation with 590cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively; diagnosed via ultrasound. As a result, the patient is scheduled for surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. D6b explantation date: (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on october 16, and 27, 2025, following information was received and corresponding fields have been updated on this form: - date of surgery (field d6b) is (B)(6) 2025. - patient also experienced left side breast cyst, and breast mass in addition to left side rupture. - surgical intervention/biopsy was performed. Reason for device explant and/or reoperation: left rupture, breast cyst, and breast mass. Coding has been added/updated under section h accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 25, 2025, the mentor failure analysis lab received the device for evaluation. Per paperwork received with the device, date of explant under fields d6b have been updated to (B)(6) 2025. On december 2, 2025, device evaluation was completed as follows: mentor conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).